Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate device shock. No system changes were performed and no add'l adverse effects were reported. There were no requests for technical services data review.

Manufacturer narrative:
The device was later explanted for normal battery depletion. The unit was not returned for analysis. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
(B)(4). The device was later explanted for normal battery depletion. The unit was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Subsequent information reported that one of the inappropriate shock therapies, induced ventricular fibrillation which was then properly treated by the device in absence of adverse patient effects.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate device shock. No system changes were performed and no additional adverse effects were reported. There were no requests for technical services data review.